Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection confirmed the reported condition; the male luer was separated from the tubing. Visual inspection also revealed that there was no obvious solvent residue on the tubing end. The remaining solvent bonds were pull tested with no failures noted. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set tore apart at the hub-site. The reported condition occurred during infusion. A patient was involved, but it is unknown if there was any report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.